Manufacturer narrative:
Investigation into this complaint included a customer data review, retain / file sample evaluation, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The validity of the runs met assay specification requirements, and no error codes or flags were displayed for the run controls. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-096) lot 382958 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain / file sample evaluation: alinity m resp-4-plex (list 09n79-096) lot 382958 retain sample was tested by the complaint support team. Lot 382958 met all validity and acceptance criteria with no error codes. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-096) lot 382958 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-096) lot 382958 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-096) lot 382958. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-096) lot 382958 was not identified.

Event description:
The customer reported 1 false positive result for all four targets (sars-cov-2, flu a, flu b, and rsv) on the alinity m resp-4-plex assay. The customer reported that sample ID (sid) (B)(6) was collected on (B)(6) 2023 and tested on (B)(6) 2023 on the alinity m resp-4-plex assay. The sample was positive for all four targets (sars-cov-2, flu a, flu b, and rsv). The positive results were reported outside of the laboratory. The physician questioned the results and re-ordered testing using a different testing platform. The sample (sid: (B)(6)) was retested on (B)(6) 2023 on the alinity m resp-4-plex assay and the results were negative for all four targets. There was no report of impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated.